Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts) however customer was unable to complete the check. Customer¿s blood glucose (bg) level was 383 mg/dl. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.